Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(4) ) and one (1) battery ((B)(4) ) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller in use during the reported event, (B)(4) , contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log file analysis revealed that (B)(4) reported safety alert word (saw) values for various entries when it was connected to the controller from 09-may-2021 to 11-may-2021, indicating that a charge short circuit alert occurred and the charge field-effect transistor (fet) was disabled. However, this battery was charged after being used on 10-may-2021 (its relative state of charge (rsoc) changed from 24% to 98%). Also, the battery was later used several times without any anomalies. On 01-jun-2021, the data log files also revealed that the battery was powering the controller with a frozen rsoc value of 96% from 15:34:32 to 16:34:40 and then suddenly drop to 32% rsoc at 16:49:41. This observation was likely perceived as the reported sudden drop in the battery charge capacity. Event log file analysis revealed three controller power up events, with associated motor start events, on 03-jun-2021 at 20:25:57, at 20:26:44 and at 23:44:11, respectively. The data point prior to the first loss of power revealed that (B)(4) was connected to power port one with 24% relative state of charge (rsoc) and (B)(4) was connected to power port two with 71% rsoc. The data point recorded after the first loss of power revealed that (B)(4) was connected to power port one and (B)(4) was connected to power port two. The data point prior to the second loss of power revealed that (B)(4) was connected to power port one with 82% relative state of charge (rsoc) and (B)(4) was connected to power port two with 97% rsoc. The data point recorded after the second loss of power revealed that (B)(4) was connected to power port one and (B)(4) was connected to power port two. The data point prior to the third loss of power revealed that (B)(4) was connected to power port one (1) with 79% relative state of charge (rsoc) and a power adapter was connected to power port tw. The data point recorded after the third loss of power revealed that no power source was connected to power port one and (B)(4) was connected to power port two. The controller was without power for 18 seconds, 6 seconds, and 12 seconds respectively. Note that (B)(4) was connected before or after these power up events and in one occasion reported a saw value related to discharge overcurrent alert. However, this saw value appears to be genuine, as even though the pump started in all three cases on the first attempt, the start current, start vmot, speed ramp current, and speed ramp vmot seemed to be a bit high. As a result, the reported "irregular discharge characteristics" and losses of power events were confirmed. The reported power consumption events could not be confirmed; however, the sudden decrease in the battery charge capacity after a frozen value could be perceived as the reported power consumption. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported "irregular discharge characteristics" and power consumption can be attributed to a battery malfunction, resulting in the battery reporting a frozen rsoc value and rsoc estimation errors while powering the controller. CAPA (B)(4) is investigating this battery issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and (B)(6) annex c and d codes. Product event summary: the most likely root cause of the reported "irregular discharge characteristics" event can be attributed to a battery reporting a frozen rsoc values while powering the controller and rsoc estimation errors. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the battery reporting a frozen rsoc values has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to h10. Added additional devices and FDA codes, also corrected section h6: device code. Additional products: d4: (B)(6), h6: FDA device code(s): a0705, h6: FDA method code(s): b15, b17 h6: FDA results code(s): c10, c21 h6: FDA conclusion code(s): d02, d16. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: ddmc3d1 ICD, implanted,: (B)(6) 2017, 693558 lead implanted: (B)(6) 2013. 5076-52 lead, implanted (B)(6) 2013. Additional products: brand name: heartware ventricular assist system battery, model #: 1650, catalog #: 1650, expiration date: 2021-aug-31, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2020-aug-23. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a power consumption issue and the controller exhibited a loss of power. The battery displayed "irregular discharge characteristics" causing the controller to power off and then on. The battery was removed from service and the controller remains in use. No patient complications have been reported as a result of this event.